Event description:
The pt was admitted to the emergency dept. The pt was connected to a defibrillator to receive cardioversion treatment for a non-life threatening rhythm. When cardioversion was attempted, both switches (2 out of 4) on the hands free device failed. The treatment was not administered. A second defibrillator was brought into the room & the treatment was a success. The dept reports the pt was not harmed by the delay. Pt was discharged 11-12-97. Device was last p.m. 05-29-97 & was found fully operational.